Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/24/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/20/2014 with the following results:a review of the user¿s settings showed that the ¿basal program n1¿ was set to ¿0.000u/hour¿ at 1:30pm, the basal history reflected 0.0u/hour every day at 1:32pm since 05/07/2014. During testing, the pump and the basal history reflected 24u after 24 hours on a 1u/ hour basal program duration test. The pump was found to operate within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.